Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 453 mg/dl at the time of incident. The customer was assisted with troubleshooting due to calibrate now message was seen on insulin pump. Customer was not able to finish troubleshoot due to bad connection. The insulin pump will not be returned for analysis.